Manufacturer narrative:
An event regarding the fracture of a threaded tip on a scorpio handle was reported. The event was confirmed. Method & results: device evaluation and results: discussion with material analysis team noted that the handle fractured due to improper seating. The threaded tip of the handle remained engaged within the female threads but was easily removed. The mar concluded, "the tip of the rasp handle also fractured due to an overload condition. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: there are no evidence patient factors were involved in the reported event. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been one other events for the lot referenced. Conclusions: the investigation concluded that the tip of the scorpio handle broke due to an overload condition. No material or manufacturing defects were observed on the surfaces examined.

Event description:
During tka surgery, one of the bar of the cutting guide was broken when it was assembled. The surgeon cut the bone as intended by devising. And then, the tip of the handle was broken when it was striked. The surgeon striked the another part and progressed the surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During tka surgery, one of the bar of the cutting guide was broken when it was assembled. The surgeon cut the bone as intended by devising and then, the tip of the handle was broken when it was striked. The surgeon struck another part and progressed the surgery.